Manufacturer narrative:
.

Event description:
It was reported that a lead was capped and replaced due to rising capture threshold. Complete loss of capture was noted. The patient was asymptomatic and was in stable condition post-procedure.